Manufacturer narrative:
The lens is not available to be returned to bausch+lomb. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed.

Event description:
It was reported that a hydroview intraocular lens has been explanted due to opacification. The lot and serial number were not provided; therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.